Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the patient came to the hospital with bradycardia heart rate at about 30 bpm (beats per minute). The physician noticed that stimulation looked like loss of capture. He checked amplitude and bipolar and unipolar configuration without any result. A device revision was scheduled. At the device revision the physician checked the screw but everything was okay. The physician connected the device once more but there still was no stimulation. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.